Event description:
It was reported by the rep that the device was used during a tubal ligation. It was reported during the procedure the insulation on the paddles of the device was falling off into the pt. The pieces being sent back are pieces of the insulation that the surgeon removed from the pt. The surgeon completed the case with the device. Another device was not pulled.